Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "while device was on standby we get audible/visible alarm and tf 485001, tf 446029, tf 446022, tf 446030 at random times. Startup procedure is ok and device passes service tests but while doing the tests I did get same tf codes once while doing o2 calibration and once when device was in service mode "main screen". Logs." Health impact: no patient involvement.

Manufacturer narrative:
The correct affected device is hamilton-c2. Corrected conclusion with correct device: the log file analyses showed that the hamilton-c2 generated technical fault (tf) alarms with ambient state condition during service software in a non clinical service procedure despite passing startup and self-tests. The mainboard was identified as defective component and was replaced per service procedure. Post-replacement, the device passed all functional and safety tests. The hamilton-c2 is back in use.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the log file analyses showed that the hamilton-c6 generated technical fault (tf) alarms with ambient state condition during service software in a non clinical service procedure despite passing startup and self-tests. The mainboard was identified as defective component and was replaced per service procedure. Post-replacement, the device passed all functional and safety tests. The hamilton-c6 is back in use. Corrected: section h6 imdrf codes were corrected/updated.